Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 31mm amulet was chosen for implant using a 14f amplatzer torqvue delivery system. Pericardial effusion. During the procedure, an attempted implant of the 31mm amulet was performed in an acute reverse chicken wing anatomy, with two attempted deployments of the amulet lobe; however, proper alignment within the left atrial appendage could not be achieved due to a suboptimal transseptal puncture approach. Multiple attempts were made to torque the device in the ball configuration, during which instances occurred where the distal end screw of the device came close to the posterior wall and where excessive recapture of the ball into the sheath resulted in an unprotected sheath within the left atrial appendage. Despite instructions to return to a protected ball configuration, the device ultimately disengaged from the appendage with the ball fully recaptured into the sheath, after which the sheath migrated back to the right side of the heart. A discussion then took place regarding the possibility of performing a second transseptal puncture using improved imaging if the procedure were to continue. During evaluation for the second transseptal puncture, a small pericardial effusion was identified, which was not previously present and was observed to gradually increase over several minutes, though the patient remained hemodynamically stable. Act levels were well controlled throughout the procedure, with a maximum of 351, and upon identification of the pericardial effusion, 100 mg of protamine was administered, resulting in a repeat act of 147. The decision was made to involve cardiothoracic surgery, and the patient underwent thoracoscopy with creation of a pericardial window, during which approximately 300 cc of blood was evacuated. The source of bleeding was identified as a perforation of the posterior back wall of the left atrial appendage, and the implanting physician indicated that the likely mechanism was device distal end screw contact or unprotected sheath maneuvers. A 40mm atriclip was applied by the cardiothoracic surgeon to control the bleeding and achieve left atrial appendage closure, which resolved the bleeding. The patient remained stable, a chest tube was placed, and the plan was for a 2¿3 day hospitalization for chest tube monitoring followed by discharge.